Manufacturer narrative:
Reporter informed the company that the product has been discarded.

Event description:
Brush head came off the handle-oral-b power oral care refills [device breakage] oral-b power oral care refills are not staying in. Pop out while I am brushing] [device physical property issue]. Case narrative: consumer reported via phone that brush heads are not staying in as they pop out while brushing and whole head came off the handle. No injury was reported